Event description:
During the implant of a new device, it was noticed that the lead had a cut in the insulation. The physician chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.